Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and required maintenance. Drawer six notified ¿recover storage space.¿ nurse attempted to recover the storage space; however, the system subsequently displayed ¿requires maintenance.¿ the machine was restarted but still the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was failed. The field service engineer (fse) arrived at the station and found the leds on the pixibus module were not functioning, and the drawer card was also inoperative. Both cards were replaced and configured, restoring normal operation. The system functioned as intended after the field service engineer resolved the issue.